Manufacturer narrative:
Locking strut.

Event description:
It was reported by service report that the locking strut broke during a stair chair demonstration. No pt involvement or adverse consequences are reported.